Manufacturer narrative:
Reference manufacturing report # 2015691-2014-00678

Manufacturer narrative:
The device was not returned for evaluation and there was no allegation of device malfunction. Ventricular pseudoaneurysm is recognized as a complication of transapical tavi; however, it can also result after the transfemoral (or any retrograde) approach. The guidewire manipulation during the transfemoral tavi procedure may cause injury to a fragile dilated left ventricular wall. This can result from some degree of ventricular perforation and may initially manifest as pericardial effusion; however, postoperative increased ventricular wall tension may propagate a wall tear and this can result in a pseudoaneurysm which will require surgical intervention. In this case, the root cause of the ventricular pseudoaneurysm cannot be confirmed; however, it is possible that device manipulation or other procedural factors may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As noted in the hospital medical records, after a transapical tavr procedure, the patient¿s post-op course was complicated with a left ventricular (lv) apical pseudoaneurysm with contained rupture into the left chest. As repair of the rupture required sternotomy, it was decided that the thv would be explanted and replaced with a mechanical valve. After repairing the ventricular wall, both the thv and the surgical bioprosthesis were explanted without difficulty and a mechanical valve was placed. An initial attempt to close the chest and 2 attempts to separate the patient from bypass were made but all resulted in right ventricle (rv) dysfunction and the need to restart bypass. A temporary rv assist device was added for support. This was tolerated; hemodynamics were ¿tenuous but stable¿. The patient left the or critically ill on high-dose pressors and with an open chest, rvad and iabp. High, rising lactate levels were noted to have begun within an hour of surgery and it was suspected that due to severe pvd, there may have been ischemic bowel or liver injury. Prognosis upon arrival to the ICU was guarded. While in ICU, she continued to deteriorate and when she was no longer responsive to pressors, no further heroic measures were taken and she expired in the ICU.